Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿ this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-04391-1 / 2016-00578).

Event description:
It was reported that patient underwent a tenography procedure on (B)(6) 2015. During the procedure, two surgical needles fractured when they were twisted. The procedure was completed utilizing another needle. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04391 / 1825034-2016-00578).

Event description:
It was reported that patient underwent a tenography procedure on (B)(6) 2015. During the procedure, two suture anchors fractured when they were twisted. The procedure was completed utilizing another anchor. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. With the available information, a conclusive root cause of the event could not be determined.